Event description:
It was reported that during the implant procedure the right cylinder perforated the patient's urethra. The right cylinder was removed, the tubing was plugged, the physician repaired the perforation and the left cylinder remains implanted. The device was not activated. The cause of the perforation is unknown from the physician. The patient is doing fine following the procedure.